Manufacturer narrative:
Previously the incorrect information was filled in the section d5 and h6, now updated / corrected.

Event description:
The manufacturer received information regarding a dreamstation auto.the device was returned to a third party service center. During visual inspection of the device, corrosion was found on the power connector. Dust/dirt contamination was also found in the device.this report is being submitted for the corrosion found on the power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. Device was scrapped. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.